Manufacturer narrative:
Motor error alarmed during basic occlusion test due to faulty back pressure sensor (gold). Unable to perform basic occlusion, occlusion, prime/delivery, the excessive no delivery test due to motor error alarm. The motor was tested outside the device and passed motor test. Pump passed unexpected restart alarm test. No unexpected restart noted. Pump was received with minor scratched display window, cracked case at display window corners, cracked reservoir tube lip and cracked battery tube threads. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had a motor error alarm during basal. The customer did not recall any significant events leading up to the motor error alarm. Blood glucose level at the time of the incident was xxx mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.